Event description:
It was reported that the right ventricular (rv) lead dislodged and lost capture the same day as implant. Reprogramming was performed to maintain capture until the lead could be repositioned the following morning. The lead perforated the right ventricle while being repositioned, resulting in tamponade. Pericardiocentesis was successfully performed, and the lead remains in use, no further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: rvdr01 implantable pulse generator (ipg): (B)(6) 2013. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.